Event description:
(B)(6) reported the following event; a psi (patient-specific implant) for patient gass did not fit as expected based on the design in the surgeon approval letter. Surgeon noted the apex of the implant did not line up with the apex in the patient, and the peek implant had to be modified in order to fit in the patient. It did not fit; the surgical plan includes removing the ill-fitting implant, re-scanning the patient and re-instrumenting with a new custom implant; a cutting guide may be needed. It is noted that patient also has other medical conditions present: an patient will require another surgery on an unknown date, to revise with a new custom implant. This report 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that: a manufacturing review was completed on 15 april 2015 regarding the fit and apex etches location in complaint (B)(4). A new rapid prototype printer model was requested and received to use during this review. This model was used to observe the fit between the implant and the perimeter. Then, repeated this review using the actual returned device in place of the model. The last check performed, was to verify the placement of the apex etch according to the original request. Conclusion: the fit of the original device to the modeled perimeter, matched the fit of the modeled device to the perimeter. This is typically how the device is verified by an inspector. The original device was received with a small section removed, so this area could not be examined. Additionally, the location of the apex etches, matches what was requested on (B)(4). It appears that this device sd800.533 (7907226) was manufactured according to pd¿s request. Not implanted because of no fit. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
May 5, 2015, update: originally, they tried to implant the patient with psi implant but it didn't fit during surgery on (B)(6) 2015, therefore, the patient doesn't have an implant as of now. Surgery was scheduled and performed on the (B)(6) 2015 with a revised psi implant.

Manufacturer narrative:
A product development evaluation was completed: device design: an investigation into the device design was conducted. Patient specific implants (psi) are customized devices intended to repair defects in the cranial/craniofacial skeleton. Each psi is designed for an individual patient to conform to the specific defect, patient anatomy and surgical request. Review of the case file for this implant showed that the implant was reviewed and approved by the product designer, an independent reviewer and the requesting surgeon. Review of the device DHR also showed that the implant was inspected and passed the required checks necessary for shipment to the customer. On 25february 2015, the manufacturer was notified that the implant did not fit the patient¿s defect. The complaint description indicates that the implant had to be modified in order to fit. Upon request, the surgeon resubmitted the original scan of the patient for analysis. The new 3d reconstruction was built. This reconstruction was compared to the 3d reconstruction used to design the original implant. This comparison showed that there was a difference between the two reconstructions. It was noted the scans that were submitted did not meet the parameter because the scan had been taken at an oblique angle. Further investigation, shows that there had been a software upgrade which allows for corrections with this type of scan. In this case the original design was created using a distorted model of the patient¿s skull defect which contributed to an implant that did not fit properly. Material of construction: there is no evidence that the material of construction, packaging, sterilization, labeling, user technique or manufacturing specifications could have caused or contributed to the complaint. In conclusion, the psi passed all design and manufacturing quality checks. The investigation revealed that the CT data which was used to design this implant was collected outside scanning protocol. The CT scan submitted for this case was collected at an oblique angle rather than axially. This obliqueness could not be correct by the segmentation software in use at the time of design. The result was an implant which did not fit the patient¿s defect properly. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Investigation is on-going. Device history review: according to scanned documentation in the device history report, the patient specific implant (psi) device with part number sd800.533 and lot number 7907226 was manufactured, etched, inspected, cleaned and forward for plasma treatment as per model specifications on 28 january 2015. No inconsistencies were found during these processes. There were no non-conformance reports issued against this work order. Date of release to warehouse was january 28, 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.